Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug eluting stents were implanted in the lmca to lad and one resolute onyx drug eluting stent was implanted in the circumflex. On the same day, patient developed intra-procedure bradycardia and hypotension, which was treated with ventilation and intra-aortic balloon pump. Five days post index procedure, patient developed acute decompensated heart failure and was kept on ventilation. Eleven days post index procedure, patient developed refractory cardiogenic shock as a result of heart failure and hospital acquired pneumonia or ventilation acquired pneumonia. The following day, patient expired, cause of death was assessed as non-sudden cardiac death. Investigator assessed event is not related to the study device or antiplatelet.

Manufacturer narrative:
Patient also had infection (salmonella bacterium) which led to death. The investigator and sponsor assessed the infection event as not related to the device or antiplatelet medication. The cec has adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.